Manufacturer narrative:
10/22/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h6. During our evaluation we found the safey post broken. The anvil was not returned. A new safety post was assembled and the device operated unremarkably.

Event description:
The device was used during an abdominal perineal procedure. Reportedly, the instrument broke and did not fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.